Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs proximal seal system slid safety lock after loading the proximal seal and the seal was not deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. The delivery device was returned outside the loading device. The blue side lock was dis-engaged and the white plunger was not depressed on the delivery tube. Blood was visible in the and on the delivery device indicating that there was an attempt to deploy the device in the aorta. The tension spring remained in the delivery tube and the seal appeared to be unraveled. Based on the received condition of the device we were not able to measure the delivery tube dimensions. The complaint for the reported failure mode "failure to deploy" and analyzed failure mode "unraveled material" both were confirmed. Specific actions for the confirmed reported failure mode are being maintained and documented under maquet¿s corrective and preventive (CAPA) system.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs proximal seal system slid safety lock after loading the proximal seal and the seal was not deployed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.